Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) exhibited high left ventricular (lv) impedance measurements of greater than 2000 ohms. No adverse patient effects were reported. The device remains in service.